Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 caused the screen to freeze. A field service engineer replaced all old style latches with new style latches, reseated the internal pyxis bus, and rebooted the unit. During testing tower door 2 continued to malfunction. The door control board was then replaced, followed by a reboot, verified the operation in hardware test application, configured the drawer and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the screen froze when scanning any medication for refill or dispensing while accessing tower door 2. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.